Event description:
Stent catheter advanced into left anterior descending coronary artery and positioned across the lesion. The balloon was inflated to 10 atm. Pressure, when the balloon ruptured leaving a partially deployed stent. The stent catheter was pulled back by the physician. As the catheter was removed under fluoroscopy, the physician noted that the balloon remained in the pt's coronary artery, while the main shaft of the stent catheter had been withdrawn from the pt. After close review of the catheter, it was determined that the distal segment at a fused area had broken apart. The inner core seemed to have separated leaving a6-8 in segment of the outer catheter coating and balloon in the coronary artery. Attempts to snare the balloon and catheter segment were unsuccessful. Open-heart surgery was required to remove the lodged material.